Event description:
Patient reported to have undergone total knee arthroplasty and the subsequent onset of pain and metal sensitivity reaction. Patient further reported that the possibility of a revision procedure has been discussed with her surgeon; however, a revision procedure has not been performed to date. A review of invoice history confirmed that the total knee arthroplasty took place on (B)(6) 2011. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions." "Interoperative or postoperative bone fracture and/or postoperative pain." This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2012-00507 / 00510). Device remains implanted.